Manufacturer narrative:
The reported event was inconclusive as no sample was received. A potential root cause for this failure could be "misconnection of supply and return lines". It was unknown whether the device had met specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. Although the product family is unknown, the arctic gel pad ifus are found to be adequate based on past reviews. The device was not returned.

Event description:
It was reported that the arctic sun device was getting low flow. Patient was in rewarm phase. The flow rate was 0.9lpm, initial inlet pressure was -2.5psi, circulation pump command was 100%. The user had disconnected and reconnected pads using proper technique. The left thigh pad was difficult to disconnect and the device had received an alert 01 (patient line open) and after reconnecting, the system was detecting that the fluid delivery line or patient line was open to air or had significant air in the line. The user had disconnected the left thigh and the flow rate went to 2.6lpm. The user tried connecting to another port and flow rate went back down to 1.6lpm. The user stated that they would replace the left thigh pad with a universal pad and hold the thigh pad for investigation. It was then reported that after the universal pad was placed, the flow rate was 3lpm.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the arctic sun device was getting low flow. Patient was in rewarm phase. The flow rate was 0.9lpm, initial inlet pressure was -2.5psi, circulation pump command was 100%. The user had disconnected and reconnected pads using proper technique. The left thigh pad was difficult to disconnect and the device had received an alert 01 (patient line open) and after reconnecting, the system was detecting that the fluid delivery line or patient line was open to air or had significant air in the line. The user had disconnected the left thigh and the flow rate went to 2.6lpm. The user tried connecting to another port and flow rate went back down to 1.6lpm. The user stated that they would replace the left thigh pad with a universal pad and hold the thigh pad for investigation. It was then reported that after the universal pad was placed, the flow rate was 3lpm.